Event description:
The patient reported that it completely stopped working and she had a return of symptoms. She was not feeling stimulation and therapy was noted to be on. It was noted that she was on program 3 at 3.5 volts. No medical procedures/emi or trauma/falls were related. She had tried all 4 programs and increased all the way to 7.0 volts and couldn't feel anything. It was noted that she was very active and does yoga, cardio, and weight lifting. This had occurred about a week prior to this report in (B)(6) 2016. The patient was meeting with her new healthcare provider (hcp) on (B)(6) 2016. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.